Event description:
This is a spontaneous report by a healthcare professional via sales representative from (B)(6) of peritonitis and death in a (B)(6) male patient coincident with extraneal viaflex therapy. On (B)(6) 2010, the patient began treatment with extraneal viaflex, intraperitoneally (ip), for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient began treatment with an unspecified 1.36% glucose solution, intraperitoneally (ip), for automated peritoneal dialysis (apd). On (B)(6) 2010, extraneal and the unspecified 1.36% glucose solution were discontinued. On (B)(6) 2010, the patient was hospitalized for peritonitis manifested by abdominal pain. On (B)(6) 2010, the patient was treated with ip medications of cefuroxime, 1500mg and gentamycin 80mg. The patient was also treated by performing continuous ambulatory peritoneal dialysis (capd) with an unspecified 1.36% glucose solution. While on capd, the peritoneal effluent was running in at approximately 500ml, the patient had developed abdominal pain and capd was stopped. During the night on (B)(6) 2010, the patient died while hospitalized. The cause of death was unspecified. It was unreported whether an autopsy was performed and the autopsy report was not available. The healthcare professional also reported the unspecified 1.36% glucose solution as suspect, as well as treatment. Outcome for the event of peritonitis was not resolved prior to death. Concomitant medications were not reported. The healthcare professional reported the events were not related to extraneal therapy.

Manufacturer narrative:
(B)(4). The patients discard the samples after each therapy, therefore no sample was returned for evaluation. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
It was reported that the guide wire introducer was left in the rotating hemostatic valve during the case. During removal of the guide wire, the green coating was noted to be flaking off at the very proximal part of the guide wire, outside the patient's body. The portion of the guide wire that was inside the patient was not noted to be flaking. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).